Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shaft was broken. Analysis of the product showed that the broken shaft is consistent with an external force on the shaft. Consistent with the user inadvertently applying excessive lateral or rotational force. It was reported that the needle of the device was bent. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna was bent when inserted during needle guiding then it was removed. There was no patient injury. Medtronic's initial evaluation of the incident device found the shaft was broken. All pieces were still attached.